Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had migrated which caused the patient to experience loss of stimulation. X-ray imaging confirmed the device migration. The patient underwent a scs lead revision. No further information has been obtained.